Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device, since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not, due to design. Based on the results of the investigation, it is likely, that the cover was improperly attached or, the distal cover had cracks and/or pinhole in the level that the user couldn¿t detect. A definitive root cause cannot be identified. The user could prevent the suggested event for the following statement in instructions for use (IFU) (operation manual): ¿3.5 attaching accessories to the endoscope: attaching the single use distal cover. - never use the endoscope, unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end, during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. - never use, a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off, during the examination and/or, it may cause thermal injury, due to electric current leaks from cracks or pinholes, when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks, may cause patient injury, due to sharp edges¿. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user¿s experience cannot be determined at this time. The investigation is ongoing. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with a maj-2315 disposable cap, the cap fell off the scope and into the patient. The cap was retrieved. A second disposable cap was used to continue the procedure. The second disposable cap was found to be broken upon withdrawal of the scope from the patient. There was no injury to the patient as a result of this occurrence. The procedure was completed. No additional consequences to the patient have been reported. Additional details regarding the patient and event have been requested. At this time no additional information has been provided. Case with patient identifier (B)(6) reports the tjf-q190v scope used in the case. Case with patient identifier (B)(6) reports the maj-2315 disposable cap used in the case that fell off in the patient and was retrieved. Case with patient identifier (B)(6) reports the second maj-2315 disposable cap used in the case that was found to be broken upon withdrawal of the scope from the patient.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer. New information is reported.

Event description:
Additional information provided by the customer: specific patient and event information cannot be provided due to health privacy information rules. The only additional information that can be provided includes: the scope will not be returned to olympus. There was no abnormality in the appearance of the scope or cap after the cap was attached (and prior to the start of the procedure), and there were no anatomical or procedural complications that could have contributed to the difficulties that were experienced.